Event description:
A cartridge change error was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area, but attempts to load a new cartridge onto the pump were unsuccessful. As a result, the case was escalated for further troubleshooting. The pump was replaced, and the customer continued to use current pump until new one arrives.